Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that gastrointestinal videoscope had a leak. There was a potential for contamination with the involved scope, as the patient that was examined with the scope was suspected to have creutzfeldt-jakob disease. Additional details were requested but not yet provided. At this time, no health hazards have been reported and there are no reports of any confirmed patient infections from the gastrointestinal videoscope.

Event description:
It was reported that a prion protein aggregation test was performed, and the patient tested negative for creutzfeldt-jakob disease (cjd). Therefore, cjd was not confirmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported failure was not reproducible. Therefore, the event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the patient tested negative for creutzfeldt-jakob disease (cjd). Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿1.4 precautions: prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. An update was made to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.